Manufacturer narrative:
The t:slim x2 pump user guide states: "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 232. The customer administered a manual injection. During a system check with tandem technical support (cts), an air bubble was identified in the luer lock. The customer successfully primed out the bubble. Additionally, it was identified that the customer had changed the basal rate settings on the pump without consulting a healthcare provider. Cts advised the customer to consult with a healthcare provider prior to changing the basal rates.